Event description:
The product complaint report shows the customer alleged that the audible alarm did not activate. The customer's bio-med technician could not duplicate the event. It has not been verified that the unit failed to alarm and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.